Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. The device mfg date is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer reported receiving high readings on his adc freestyle libre sensor compared to readings obtained on a competitor meter. On (B)(6) 2018, customer received unspecified high reading on sensor and self-treated with an unspecified dose of insulin after which he experienced hypoglycemia symptoms like seizure, cramps and sweating. Customer was treated with oral glucose by his wife. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
Visual inspection has been performed on the returned sensor patch and no issues were observed. Performed visual inspection on the plug assembly. The plug is not seated correctly in mount. Data was successfully extracted using approved software. The complaint is not confirmed to a user issue.

Event description:
Customer reported receiving high readings on his adc freestyle libre sensor compared to readings obtained on a competitor meter. On (B)(6) 2018, customer received unspecified high reading on sensor and self-treated with an unspecified dose of insulin after which he experienced hypoglycemia symptoms like seizure, cramps and sweating. Customer was treated with oral glucose by his wife. There was no report of death or permanent impairment associated with this event.